Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was checked at the hospital, high impedance was observed on the atrial lead. The lead was capped on (B)(6) 2017. During the procedure, new leads were unable to pass thru vessels. It is unknown if the lead will be replaced later. Patient was in stable condition before, during and after the procedure.